Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device confirmed a shaft separation, resulting from tensile overload. This supports the reported issue with difficulty removing the protective sheath. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. Corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during preparation of the nc trek 3.5 x 12 mm balloon, resistance was encountered during removal of the protective sheath. Damage, appearing to possibly be a hole, was noted on the balloon. The balloon was attempted to be inflated outside the anatomy to test it. However, it could not be inflated. The device was not used on the patient. Another nc trek balloon was used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.